Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 568 mg/dl. The customer reported was wanting to change the battery out. The customer states the insulin pump was off and did not get a low battery alert. There is a new battery in the pump, but the lcd screen is blank. The customer did troubleshoot the issue and confirmed unable to remove the battery cap. The customer treated for the high blood glucose with manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with stripped battery cap coin slot(p), minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.